Event description:
The customer reported that there was a generator error displayed on the system. Also, when fluoroing, sometimes the unit will lock up and require a reboot to continue.

Manufacturer narrative:
(B) (4). To repair the system displaying the error message, the ge service had to replace the mainframe batteries, which upon evaluation were reading 80v dc during the load test. Then after replacement, the reading was 186v dc during the load test. The system is now operating as intended.